Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The battery status was found to be larger than 65 percent which is expected after an implantation duration of more than 51 months. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. Anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. During the further course, the received device data were thoroughly analyzed. The mode switch episode from (B)(6) 2019 (followup of (B)(6) 2019 page 11) documented conspicuous lead behavior with loss of capture. Although subsequent threshold and sensing tests showed no anomalies, the integrity of the ventricular lead cannot be ensured. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
On (B)(6) 2019 the patient was admitted to the ER due to syncope. During a device check the holter showed loss of capture and oversensing with a 13 second pause. On (B)(6) 2019, the physician tried to reposition the lead but failed due to a patient anatomy issue. The physician would like an analysis on this pacemaker.